Event description:
This incident involves malfunction of the joystick steering device on an electric wheelchair, which nearly resulted in the death of the user/owner. Owner uses a pride quantum 600 series electric wheelchair with provider's delivery ticket. The wheelchair owner's manual, however, has a sticker, and handwritten entry of the following: left motor, right motor, joystick. The delivery ticket also lists jazzy remote plus 70. Product came with a booklet for a pride remote plus controller. This wheelchair had several prior more minor issues with the joystick steering control of the device, such that steering was functional but imprecise. Facility attempted to fix the device, and at some point replace it. Whether it had been replaced with a different controller to that listed prior to 2008 I do not recall. The owner was previously a professional farmer and driver with a cdl drivers' license, experienced at operating large trucks and massive farm tractors with and without implements attached, including backing and parking them in tight quarters. On around the same day, he attempted to drive the wheelchair from home to a nearby grocery pharmacy, via the sidewalk along a busy road with multiple lanes of traffic in each direction - which was the only available route - en route, he attempted to veer left around a branch/stick jutting partially into his path. The joystick steering suddenly malfunctioned wildly. He was thrown from the wheelchair into the street, with multiple lanes of traffic approaching. The heavy wheelchair landed on him, impacting his back and pelvis, and pinning him. A car was approaching in the lane into which he was thrown, with a semi truck close behind, and additional cars following it. Neither the driver of the lead car nor the truck driver could swerve due to vehicles in adjacent lanes to their left, and the sidewalk/curb to their right. The driver of the lead car was able to slow her own vehicle and the entire lane of vehicles behind her, and bring them to a halt, just short of where the user and wheelchair had landed in her lane. Had this lead vehicle been only slightly closer when the wheelchair and user were thrown into its path, or had its driver been any less alert & skilled, the wheelchair user would have been struck by the lead vehicle, and it is unlikely the semi truck would then have been able to avoid impacting the lead vehicle and wheelchair/user from behind, due to its speed and close proximity. The wheelchair user only narrowly missed being hit by a matter of a few feet, and with the vehicle speeds on this thoroughfare, he likely narrowly missed being killed. As the traffic was approaching and attempting to brake, two male pedestrian witnesses pulled the wheelchair off its owner, but were unable to lift it out of the path of traffic until its owner helped to lift it. At the time of this incident, the owner had already been diagnosed with a neurogenic bladder due to lumbar stenosis, and 3 nonhealing pelvic insufficiency fractures, all of which were scheduled for surgical intervention. He had not, prior to the incident, ever experienced an inability to evacuate his bowels. After this incident, eval at hospital's ER did not demonstrate new fractures; however, he was unable to have a bowel movement for multiple days, despite use of lactulose, prunes, and a laxative suppository, and was forced to catheterize to empty his bladder. The wheelchair owner's internist and a neurosurgeon on call at hospital, were then reached to determine whether return to hospital ER was necessary due to inability to evacuate his bowels. Use of two additional oral laxative products, a laxative suppository, and two saline enemas in addition to lactulose and prunes eventually enabled the pt to evacuate his bowels without return to the ed. Bowel function was greatly impaired beyond baseline for approximately one week, and was impaired to a lesser extent beyond baseline during the time leading up to spinal surgery the following month. A new thoracic pain was evaluated several times by plain radiographs, which failed to elucidate the cause. With CT-scan, this pain was eventually diagnosed in early 2009 as an occult thoracic vertebral fracture, and evaluated for stability. It has failed to heal despite months of immobilization with a rigid back brace, and remains stable but causes severe pain.